Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to inability to connect to merlin. Upon interrogation, it was noted that the device exhibited loss of rf telemetry because the cyber security update had not been performed. The update was completed and the rf telemetry was restored on the device. The patient was asymptomatic.